Manufacturer narrative:
(B)(4). A complaint investigation will be performed. The complaint product is not available for the investigation. A supplemental report is not anticipated unless the results of the complaint investigation identify a corrective action or additional relevant information. Should the product become available, a physical evaluation will be conducted and a supplemental report filed with the results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Removal of the monarch system was reported: dr (B)(6), (B)(6) hospital (B)(6) 2018. Primary implant date 2011. Revision : removing implants for scoliosis correction. Both instruments broke at the distal tips on trying to remove the typhoon set cap - this was due to bone formation around the screw head. No adverse affect to the patient and no time wasted as we could use other ones on the set and removed the bone prior to the third and forth attempt.

Manufacturer narrative:
Product complaint #: (B)(4). UDI: (B)(4).